Event description:
Olympus field service engineer was informed that the customer is requesting service on their high flow insufflation unit service/repair for a reported ¿the power supply is on, but the monitor display is off¿ during an unspecified event. No death injury or harm was reported.

Manufacturer narrative:
The device was returned for evaluation. The customer¿s reported issue was confirmed as after switching on the power source an alarm is generated and the light on the front panel is turned off (no error code) which was found attributed to failure of the pressure sensor/pressure sensor circuit. The cause of the failure is unknown. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the main board failure leading to a failure of the power supply, so it was likely that the display of the monitor failed as well. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the reported event (b5).

Event description:
The device was inspected prior to use, no issues were noted. The unspecified diagnostic procedure was completed with another device. There was no delay.